Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct previous initial MDR. Should have noted the explant of implantable cardioverter defibrillator on an unknown date.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.